Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the device was being unresponsive. Customer's blood glucose reading was 159 mg/dl. Customer replaced device with a new battery and the buttons still do not work. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed button error after boot up and had an intermittent button response on the esc and act buttons due to corroded keypad traces noted. No frozen screen anomalies noted during testing; time advanced properly. The insulin pump had a cracked lcd window, cracked case on the lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.